Event description:
On (B)(6) 2013, the patient's wife reported that the patient's infusion device stopped working while they were operating it. She stated that about three weeks ago the device stopped working during basal delivery. She stated that the device did not display an error or alert message before shutting down. She inserted a new battery in the device, but it did not turn back on. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The soft components of the buttons are worn down heavily. Therefore moisture entered the insulin pump and caused damages to the pump electronics. The shutdown/restart of the insulin pump are consequence errors of the damaged pump electronics due to liquid ingress.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.